Event description:
It was reported that non-sustained lead noise trigger occurred due to t-wave oversensing and double counting of qrs complex. Device reprogramming was successful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received noted that non-sustained right ventricular oversensing due to post-paced t-wave oversensing was observed. Programming changes were made. There were no adverse consequences to patient.